Event description:
Customer reported there were problems with the pump not connecting to an app despite the sensor indicating a connection, requiring daily charging due to fast battery depletion, and being unable to update the pump due to being out-of-warranty. There was no reported impact to the customer's blood glucose level. Peter declined further troubleshooting, and with no additional information available, cts closed the case without further action.